Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
T2 would not deploy; actuator stuck at the tip. It was confirmed that t1 remains in the patient unsupported.